Event description:
It was reported that when device was used during a billroth ii with roux-en-y procedure, the tip of the device broke off when removing a bent retractor from the device. Foreign body remains in pt.